Manufacturer narrative:
The returned remover was examined. A foreign object was found stuck within the female hex on the distal tip; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain specific instructions that this instrument is not to be used with instruments or implants from other manufacturers.

Event description:
It was reported that the 1/8" female hex remover was used in an attempt to remove a previously implanted competitor (non-zimmer biomet) construct during a revision surgery, and a piece of the construct broke off and became stuck in the remover. Alternative instrumentation was used to complete the surgery. There were no reports of patient injury associated with this event.